Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. UDI: (B)(4), lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided.

Event description:
The customer reports that on (B)(6) 2017 one patient sample (B)(6) generated architect total b-hcg assay results of <1.2 miu/ml and 2848.72 miu/ml. The sample was then tested by another manufacturer's method (immunogold) and generated a negative result. The customer believes the result of 2848.72 miu/ml is a false positive result. A new sample was drawn from this patient on (B)(6) 2017 and generated an architect total b-hcg assay result of <1.2 miu/ml there is no impact to patient management reported.

Manufacturer narrative:
Accuracy testing using an in-house retained reagent kit of the architect total b-hcg assay lot 65311ui00 was executed to evaluate the performance of the assay. All specifications were met indicating that the lot is performing acceptably. There were no returns available from the customer site for this evaluation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. There are no non statistical or adverse trends for reagent lot 65311ui00 identified. There were no non-conformities associated with this reagent lot. A review of the instrument logs found no issues of note. Reports for total b-hcg are regularly reviewed on site for any potential emerging issues in the field. Review of the most recent report covering the time frame october 2016 to april 2017 confirms no issues for this assay or lot 65311ui00 in the field. The architect total b-hcg assay package insert contains information to address the current customer issue. Based on the available information and evaluation performed it was determined that the architect total b-hcg assay and reagent lot 65311ui00 are performing acceptably. A malfunction was identified based on the information within the complaint record; the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.